Event description:
Healthcare professional reported via sales representative that "the device was ruptured during the implant process¿. Affected side is unknown. Patient contact occurred and a back-up device was used.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device assessed as surgical impact opening. (Shell thickness was within specification). No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "the device was ruptured during the implant process"

Event description:
Healthcare professional reported via sales representative that "the device was ruptured during the implant process¿. Affected side is unknown. Patient contact occurred and a back-up device was used.